Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach, during the procedure, as the access route was very elongated, the surgeon chose a 16f esheath+ which was positioned well in the vascular system. The commander delivery system could be pushed through the esheath+ without difficulty. Before the kink in the descending aorta, the valve was aligned successfully. The path to the aortic valve could be overcome without resistance. However, the balloon of the commander delivery system did not inflate (no volume could be filled into the balloon) and the valve could not be expanded. The commander catheter was pushed to the sapien 3 ultra and then pulled it into the esheath. The valve, commander catheter and esheath+ were removed from the vascular system without resistance as a unit. A new 16f esheath+ was successfully set again and the implantation of the sapien3 ultra 26 mm went well. No patient injury occurred and the patient left the or in a stable situation. During product evaluation, the distal tip of the esheath was observed to be torn.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for distal tip torn was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angles, as per imagery evaluation there were presence of tortuosity and calcification at patient access vessel - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.